Manufacturer narrative:
Additional information provided in: b1 (adverse event/product problem), b2 (outcomes attributed to adverse event), b5 (describe event or problem), d9 (device available for evaluation, returned to manufacturer date), h1 (type of reportable event), h3 (device evaluated by manufacturer, device evaluated by manufacturer summary attached, device returned to manufacturer), h6 (evaluation method codes, evaluation result codes and evaluation conclusion codes). The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament. However, no leaks were present. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device it was not remaining inflated. After the cylinders have been inflated for approximately two minutes the pump bulb can be squeezed several more times to inflate it further. The patient noticed that the implant slowly deflates during intercourse. The physician suspects there may be a leaky valve allowing fluid to drain from the cylinders back into the reservoir. The explanted pump was later received with no additional information.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device it was not remaining inflated. After the cylinders have been inflated for approximately two minutes the pump bulb can be squeezed several more times to inflate it further. The patient noticed that the implant slowly deflates during intercourse. The physician suspects there may be a leaky valve allowing fluid to drain from the cylinders back into the reservoir. No interventions have been performed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was revised because it was not remaining inflated. After the cylinders have been inflated for approximately two minutes the pump bulb can be squeezed several more times to inflate it further. The patient noticed that the implant slowly deflates during intercourse. The physician suspects there may be a leaky valve allowing fluid to drain from the cylinders back into the reservoir.